Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. One haptic was broken/cut haptic (not returned). The optic was cut into pieces. The damage observed is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported event could not be determined. The specific issue with the lens was not provided. A malfunction has not been indicated. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: 2021-41384

Manufacturer narrative:
A sample device was not returned to the manufacturing site. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure the patient eye sight did not improved. The iol was exchanged in a secondary procedure with another lens. The patient was resolved from the events.